Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that after having the trial system in 2014, he went on with the implant in 2015. But it was noted that during the surgery, the surgeon gave him too much paralytic and anesthesia; the patient stated that they almost killed them and his lung was paralyzed. In result, the stimulator was not implanted in 2015 but a successful implant took place on (B)(6) 2016. An appointment was scheduled for the patient on (B)(6) 2017 with their healthcare professional (hcp) and there were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.